Event description:
The customer reported to customer service that when she received the power adapter for her breast pump, the transformer housing "had cracks in it."

Manufacturer narrative:
A replacement power supply was sent to the customer. Multiple attempts were made to get in touch with the customer to get additional complaint information and to get the product back, including a final attempt by letter on (B)(4) 2012, were unsuccessful. During a review of the file by quality management on (B)(4) 2012, it was determined to not be a reportable event. On (B)(4) 2012, the product was received. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plus was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as 5.1 kilo ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at open, which is not normal and indicates that the thermal fuse did blow.